Event description:
A pt with a prior sling placement for urinary incontinence, underwent a pelvic floor repair. Postoperatively the pt experienced urinary incontinence. In 2006, a collagen injection, which was not successful, was performed. The pt is scheduled to have a second sling implemented in same year. Physician does not plan to remove the first sling.